Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for several seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for several seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter city:(B)(6). B1: updated with product problem. Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.